Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patient primed the patient line, connected the transfer set to the patient line and realized that they had forgotten to add their patient extension line. The home patient stated they disconnected, added the patient extension line and tried to start therapy. Baxter's technical service center assisted the home patient in ending therapy. Therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.